Event description:
It was reported that during a coronary drug leuting stenting treatment procedure, balloon removal difficulties occurred. The lesion being treated was located in the tortuous, calcified, 60-70% stenosed second segment of the right coronary artery (cd2). The vessel was pre dilated with a sprinter 2.0x15mm balloon. A taxus express2 2.50x16mm drug eluting stent was implanted. The physician had difficulty retrieving the balloon from the stent. He introduced a 2nd guidewire and finally, after a twist, the balloon was released. The stent was post dilated with a sprinter 2.5x15mm and quantum 2.5x8mm balloon due to the stent being only partially deployed. No pt complications were reported.